Event description:
It was reported that a surgeon obtained fluctuating eos projections while performing systems diagnostics during an initial implant. The first systems diagnostics resulted in 10 years to eos; however, when the generator was in the pocket and the skin was closed, the eos projection was 0 months. The physician had used monopolar cautery (grounding pad on the pt's right thigh) during the implant procedure because there was some bleeding at the bottom of the generator pocket. The surgeon did not have back of products available, therefore, the generator was left in the pt. The surgeon was cautioned against using electrocautery in the past. The surgeon has referred the pt back to the neurologist. Good faith attempts to obtain a copy of the flashcard to confirm the events are currently being made.